Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1egwe, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-feb-2021, UDI#: (B)(4). Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they got a replacement device implanted about a month after the previous one had quit working. The patient indicated that there was a problem with one of the 4 wires in the lead. The patient reported that it had quit working for quite a while before the issue had been discovered. It was noted that the patient had already had the replacement surgery about a month ago to address the issue with the lead. There were no further complications reported.